Manufacturer narrative:
The device was returned for analysis. Visual and tactile examination identified multiple kinks in the outer sheath. The device was received with the stent partially deployed on the delivery system; the investigator subsequently fully deployed the stent, with no issues observed upon deployment. The deployed stent was measured using calibrated ruler and was approximately 60 mm in length. Visual examination identified no issues with the device tip and no damage to the handle. The safety lock on the handle was observed to be partially removed.

Event description:
It was reported that stent foreshortening occurred, requiring a placement of another stent. The stenosed target lesion was located in the arteriovenous fistula. A 7x60x130 innova stent self-expanding was selected for use. During the procedure, the stent appeared shorter than the lesion length, so the physician replaced it and used a different longer stent. There were no patient complications reported as a result of this event.

Event description:
It was reported that stent foreshortening occurred, requiring a placement of another stent. The stenosed target lesion was located in the arteriovenous fistula. A 7x60x130 innova stent self-expanding was selected for use. During the procedure, the stent appeared shorter than the lesion length, so the physician replaced it and used a different longer stent. There were no patient complications reported as a result of this event.